Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer also reported that the emergency medical services also came prior to hospitalization. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 1300 mg/dl at the time of hospitalization. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that they experienced low blood glucose of 61 mg/dl and was treated with candy. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.